Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2011; 694965 lead, implanted: (B)(6) 2006; 419378 lead, implanted: (B)(6) 2002; 6943-65 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient experienced a syncopal episode. It was noted that the right atrial (ra) lead was observed with occasional undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.